Event description:
The pt presented with an abdominal aortic aneurysm. The physician successfully deployed a gore excluder bifurcated endoprosthesis. Following the successful deployment of the trunk ipsilateral device, scans revealed the right 14cm ipsilateral leg occluded the right hypogastric artery. The physician decided leave the right hypogastric artery occluded but will continue to observe. The contralateral leg device deployed without incident. The pt's status was stable following the procedure.